Event description:
Physician accessed both left femoral contralaterally and right pedal pt. Fielder was down the at and back up the posterior tibial via arch. When ballooning, via pedal, md attempted to pull fielder wire back while balloon was inflated in the pt. The reason for pulling back the wire while balloon was up was a small perforation in the vessel. Portion of the tip broke off in vessel and removed with 3.0 filter spider wire.